Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 342 mg/dl and was treated in hospital. The customer reported no adverse event. The event involved product(s) mmt-332, mmt-399, mmt-1884. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. Customer experienced high blood glucose event. No harm requiring medical intervention was reported. It was unknown whether the customer continued the use of the insulin pump. Product return status for mmt-342 is unknown. No product return is required for mmt-397. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer returned pump for an alleged was hospitalized for high bgs found on (B)(6) 2024. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm found on (B)(4). On (B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2024. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2024. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) event date of 12-aug-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 201500 (20.15 u) dailytotalofbasalinsulindelivered: 75500 (7.55 u) dailytotalofbolusinsulindelivered: 126000 (12.6 u) (B)(6) 2024 05:56:19.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) (B)(6) 2024 11:09:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 22000 (2.2 u) bolusamountdelivered: 22000 (2.2 u) (B)(6) 2024 16:17:21.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 32000 (3.2 u) bolusamountdelivered: 32000 (3.2 u) (B)(6) 2024 20:32:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 42000 (4.2 u) bolusamountdelivered: 42000 (4.2 u) the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 12-aug-2024 in the formatted history file. Sgcalibrationerror (776) was found on: (B)(6) 2024 20:29:42.000 (B)(6) 2024 05:30:54.000 lostsensor1alert (780) was found on: (B)(6) 2024 12:20:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted during testing. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sg calibration error, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was found on: (B)(6) 2024 06:27:00.000 insert battery alarm was found on: (B)(6) 2024 06:28:52.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 8:52:59 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 27-jul-2024. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. In further full review of the pump history/traces on the event date of 27-jul-2024, pump error 41 alarm and pump error 43 alarm were noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 27-jul-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 149750 (14.975 u) dailytotalofbasalinsulindelivered: 75750 (7.575 u) dailytotalofbolusinsulindelivered: 74000 (7.4 u) please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 27-jul-2024 in the formatted history file. Pump error 43 alarm was found on: (B)(6) 2024 06:14:50.000 pump error 41 alarm was found on: (B)(6) 2024 06:14:50.000 pump error 43 alarm and pump error 41 alarm were confirmed according in the formatted history file, suspected on hw. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a 1.295v energizer max alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for no delivery alarm/insulin flow blocked alarm and pump/transmitter communication anomaly were not confirmed. However, pump error 43 alarm and pump error 41 alarm were confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.